Manufacturer narrative:
It was reported that the controller ac adapter was disconnected from the electrical plug cable. The controller ac adapter was not returned for evaluation. A review of the manufacturing documentations could not be performed since the serial number of the controller ac adapter was not provided.  The reported event could not be confirmed since the unit in question was not available for analysis; analysis could not be performed as the device was not returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The ac adapter is used to provide electrical power to the controller. The instructions for use (IFU) and patient manual instruct the user on the correct way to connect the adapter to the controller and to an electrical outlet. The IFU and patient manual also detail the methods for the regular inspection and care of all components of the system. Lastly, users are instructed to return any damaged components to the manufacturer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient's ac adapter had become disconnected from the electrical wall outlet. The event was not associated with any pump stop events. The site reported that the ac adapter would not be returned and that the site didn't keep it. The event was not associated with any patient consequence.